Event description:
It was reported that the 3.0x8 nc trek rx dilatation catheter was removed from the dispenser coil without resistance and there was no kink found at that time. During preparation, the dilatation catheter was placed to soak in a tray with normal saline. When the physician picked up the dilatation catheter form the tray, the shaft had separated. Reportedly, the physician does not know if the dilatation catheter caught on something in the tray. The device was not used and there was no patient involvement. A 3.25 nc trek rx dilatation catheter was used without issue for post dilatation. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.